Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device manufacturer date: monitor: 08/11/2014, electrode belt: 06/22/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. It was reported that the lifevest was not alarming and that the patient's passing was cardiac related. It was reported that the patient's doctor performed resuscitation efforts.   Per clinical review of the available ECG data, on 04/30/2020, the patient was in sinus bradycardia /sinus rhythm from 50-70 bpm degrading to ventricular fibrillation (vf) with CPR/motion artifact. The patient received the 1st non-lifevest defibrillation and the patient's rhythm at time of treatment vf with CPR/motion artifact, and the post shock rhythm was sinus bradycardia at 50 bpm with CPR/motion artifact. The patient was in vf for approximately 3.5 minutes before receiving the non-lifevest defibrillation. The patient received a 2nd non-lifevest defibrillation when the patient's rhythm at time of treatment was vf with CPR/motion artifact, and the post shock rhythm was CPR/motion artifact. The patient was in vf for approximately 1 minute 25 seconds before receiving the second non-lifevest defibrillation. The rhythm then transitions to supraventricular tachycardia (svt) from 180 bpm slowing to svt at 150 bpm with CPR/motion artifact from approximately 23:05:33 on (B)(6) 2020 until the electrode belt was disconnected at 00:02:38 on 5/1/2020. CPR/motion artifact prevented the lifevest from treating the patient from approximately 23:06:27 to 23:12:42 on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's death.